Event description:
It was reported that at the beginning of an oral surgery, the handpiece overheated and melted the bur guard to the drill. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece and bur guard were received at the MFR for testing, and the alleged condition of the bur guard melting onto the handpiece was evaluated. The spindle housing was found to be tight, and it was replaced along with the nose cone and bearings. Based on the investigation details, the failure was most likely caused by heat/friction caused by the drill mispositioned with guard in the load position, drill being sterilized with bur guard in the load position, bearing failure, and/or mispositioned/damaged nose cone while it was running. The warning, which is sent with every bur guard, as well as, the instructions for use both state the proper installation for the bur guard.